Manufacturer narrative:
Device passed displacement test and self test. Device received with broken battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 584 mg/dl. Customer did not perform troubleshooting for high blood glucose reading. Customer also reported moisture damaged. The moisture damage did not cause blank display. Insulin pump will be returning for analysis.